Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc of the system was not booting up. Upon functional testing the fse found that the issue was due to the pc bios battery. The machine was not booting up was reported before the current issue on the same day and after power recycling to the host pc the system returned to working fine. On the same day the issue was reoccurred again and the fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc would not switch on with the system. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc bios battery. The fse replaced the bios battery and returned the system to use in good working order.